Manufacturer narrative:
Integra has completed their internal investigation on 05 nov 2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: complaint not confirmed - no issues observed. Unit cleaned per protocol 1907. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. Unit was recently repaired and will be repaired at no charge. Device history record reviewed for this product ID lot# 129 manufactured on 10/23/2012 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrrs or variances. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however an in service is being recommended as this is the second similar reported failure on "slippage" from this customer.

Manufacturer narrative:
Additional information received on 10oct2016: the incident took place on (B)(6) 2016 and the patient was undergoing a posterior cervical fusion and not an anterior cervical fusion, as previously reported. The patient was prepped for surgery and the incident occurred while positioning the patient before draping for the procedure. She suffered a skin laceration on the scalp which was closed with skin staples. The event led to a sixty (60) minutes delay in the procedure. The skull pins being used were a1083 adult disposable skull pins. The lot number for these was not available. The skull clamp was placed to the side and another mayfield skull clamp was used.

Event description:
An (B)(6) old female patient was undergoing an acdf (anterior cervical discectomy and fusion) procedure and she was prepped for surgery. The a1114a standard infinity skull clamp slipped and lacerated the patient while she was positioned and before the draping. The date of the incident was not provided. The patient's lacerations were sealed with surgical glue. Additional information has been requested.